Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Event description: ecn event description: once finalized the workflow at the lspv, the physician started to maneuver the system to reach de lipv. For a moment the guidewire was in the vein and was able to move the catheter toward the vein but, when he tried to improve the position with the sheath, the catheter made a 'jump' out of the vein. When he tried to reposition the system toward the vein, the anesthesiologist alert him of a sudden drop of the blood pressure that it was produced by cardiac tamponed. Patient present at time of event?: yes patient complications: perforation,pericardial effusion,additional intervention required,cardiac tamponade in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: no medical or surgical interventions: an emergency exploratory esternotomy to reach the bleeding source (perforation of the left atrial appendage) patient admitted to hospital beyond the standard of care: no patient outcome: expected to fully recover procedure number: pn-2518828 reason for unsuccessful procedure: because of a mayor complication: cardiac tamponade based on the outcome noted above, was the patient sedated when the procedure was cancelled?: yes - general anesthesia device acquired from a distributor?: no.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. There was no defect reported with the guidewire.

Event description:
Event description: ecn event description: once finalized the workflow at the lspv, the physician started to maneuver the system to reach de lipv. For a moment the guidewire was in the vein and was able to move the catheter toward the vein but, when he tried to improve the position with the sheath, the catheter made a 'jump' out of the vein. When he tried to reposition the system toward the vein, the anesthesiologist alert him of a sudden drop of the blood pressure that it was produced by cardiac tamponed. Patient present at time of event?: yes patient complications: perforation,pericardial effusion,additional intervention required,cardiac tamponade in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: no medical or surgical interventions: an emergency exploratory esternotomy to reach the bleeding source (perforation of the left atrial appendage) patient admitted to hospital beyond the standard of care: no patient outcome: expected to fully recover procedure number: pn-2518828 reason for unsuccessful procedure: because of a mayor complication: cardiac tamponade based on the outcome noted above, was the patient sedated when the procedure was cancelled?: yes - general anesthesia device acquired from a distributor?: no.